Manufacturer narrative:
Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for open packaging , black dot like fm and damaged eps tray with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that foreign matter was discovered with a bd vacutainer® sst¿ ii advance plus blood collection tubes. This occurred on 4 separate occasions prior to use. The following information was provided by the initial reporter: black point = 4 sp.

Manufacturer narrative:
Initial reporter phone #: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was discovered with a bd vacutainer® sst¿ ii advance plus blood collection tubes. This occurred on 4 separate occasions prior to use. The following information was provided by the initial reporter: black point = 4 sp.